Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the obturator, circular seal; trocar and envelope seal appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the device had a damaged seal on all ports. At the end of the surgery, they found a blue piece torn from the device that fell in the cavity of the patient. It was reported that a lot of time was wasted trying to find out if there were more pieces before they completed the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, every time the surgeon inserted long and sharp instruments, like scissors or dissectors, transparent foreign object from the upper seal falls to the cavity which was very disturbing from surgeon¿s view. That object would glare from scope light to distract surgeon operating view. It was reported that a lot of time was wasted trying to find out if there were more pieces to complete the case. There was no patient injury.